Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed contamination on the force sensor assembly.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed contamination on the force sensor assembly.